Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received indicating that during delivery of blinatimomab, a smiths medical cadd extension set was leaking at the filter. It was reported that the set was subsequently changed. No adverse patient effects were reported.